Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for one week for peritonitis manifested by cloudy solution coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of peritonitis was reported as dental problem and bacteria traveled from mouth.